Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the she had high blood glucose levels ranged from 26.0 mmol/l to 27.2 mmol/l. The customer reported that the customer had bolus and treated for the high blood glucose levels. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 26 mmol/l and the sensor glucose was 13.7 mmol/l at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised to monitor and change the sensor if needed. The product is not expected to be returned for analysis. Additional device related incident: sensor ( (B)(4) ).